Event description:
It was reported that four days post-op to an open colectomy procedure, the patient was brought back to surgery due to a leak at the staple line. The patient had multiple symptoms including chronic obstructive pulmonary disease and renal issues. Suture was used to correct the staple line. The original procedure date was (B)(6) 2011. The patient expired on (B)(6) 2011. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.